Event description:
During procedure, staff identified a missing screw from a ronguer tool located within the instrument pan. Search for screw unsuccessful, verification was performed to ensure that the screw was not within the surgical field. Diagnosis or reason for use: use during right neck dissection and mandibular. Sent for repair on (B)(6) 2013 (B)(4).